Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that the device screen was broken. Diagnostics determined the device would require return for repair and it was not returned to a philips bench repair facility. Biomed called and placed the material wo for replacing rdt display assembly kit. Customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No further information will be obtained as this concluded philips remote support to the customer for this event. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the screen is broken. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.